Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was a problem seen on the screw part of the lead as it was noted that when it was attached to the tissue while placing and it was removed to the outside. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.